Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. Upon review of data logs, it is apparent that the automated impella controller is the potential cause of the issue. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella cp support, there were placement signal issues. The placement signal was absent with dash marks. The impella support continued and the placement signal returned. The pump was successfully weaned and explanted. No patient harm has been reported.